Event description:
It was reported that there was a significant amount of urine leaking from the foley catheter, appeared to be close to the insertion site. Upon closer inspection, blue port of drain bag was no longer fully attached to the tube itself and was identified as the only source of leaking. Immediately, broken foley was removed and a new one was inserted. There was no patient harm. Per customer follow up received on 27sep2024, it was reported that customer stated that broken foley ports was an ongoing issue we have been reporting for the past 2 to 3 years.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "brittle material ¿ inappropriate material choice". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a significant amount of urine leaking from the foley catheter, appeared to be close to the insertion site. Upon closer inspection, blue port of drain bag was no longer fully attached to the tube itself and was identified as the only source of leaking. Immediately, broken foley was removed and a new one was inserted. There was no patient harm.